Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4) alleging inaccurately high control solution results. The reporter did not specify any results which were obtained. It is not known whether this falls out with the control solution range for this strip lot because the reporter did not provide the strip lot number. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.